Manufacturer narrative:
Follow up to be sent if additional information is received.

Event description:
The provider states the adjustable arm is defective. He states the pin will go in to lock the arm, but when you press any weigh on the arm, it will drop into the lowest position. This is an out of box failure with no consumer involvement.

Manufacturer narrative:
Product returned and evaluated. It was found that the arm locking mechanism was not functional.

Event description:
The provider states the adjustable arm is defective. He states the pin will go in to lock the arm, but when you press any weigh on the arm, it will drop into the lowest position. This is an out of box failure with no consumer involvement.